Manufacturer narrative:
It was reported that the device broke when removing the balloon sleeve. The device was handled according to the IFU. There were no kinks noted on the device prior to use. There was no damage noted to the box, pouch, hoop or balloon sleeve. There was no difficulty removing the device from the box, pouch or hoop and no difficulty removing the stylet. Reportedly the balloon sleeve was tight and unusual force was required to remove the sleeve. There was no patient involvement. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the second reported complaint for this lot number and issue to date. For the first complaint received for this lot and issue the result of this investigation was confirmed. For this complaint the device was returned for evaluation. The device arrived back in two sections. The first section is approx. 1330mm in length and the second section is approx. 380mm in total. The inner is stretched for approx. 150mm. No packaging was returned. The sleeve was returned. The sleeve was easily removed from the balloon without any difficulty. The sleeve was slightly curved approx. 60mm from the proximal end. The proximal end was slightly damaged. The shipping mandrel was also returned with the device and was removed easily. The hub was printed as expected and there were no visual defects observed. There was a break in the outer at the proximal bond, approx. 1330mm from the strain relief. There was a break in the inner approx. 23mm from the outer break at the proximal bond. The inner was stretched for approx. 150mm from the balloon section. There was no evidence of the balloon having been inflated,. No functional examination was carried out on the device was it was not applicable to the complaint. The result of the investigation has confirmed the break failure mode reported. A break was confirmed on the outer at the proximal bond point. A break was also confirmed on the inner. It had broken 23 mm within the outer from the proximal bond point. Based upon the available information a definitive root cause cannot be determined. It is likely handling techniques contributed to the reported event. The user may have applied excessive force during device preparation when removing the sleeve / mandrel resulting in the break in the device. No additional action is required at this time. Finally the complaint rate for the break failure mode is 0.029% and exceeds the predicted rate of 0.01%. Therefore and event has been raised in our quality system to address this issue. The IFU states: device description: the savvy® long percutaneous transluminal angioplasty (pta) peripheral catheter family are a non-reusable coaxial design catheter with a semi-compliant balloon mounted on its distal tip. The hub/¿y¿ connector consists of a through lumen, allowing the catheter to track over a guidewire, and a balloon port, used to inflate the balloon. Indication for use: the savvy® long catheters are intended for balloon dilatation of the femoral, popliteal and infra-popliteal arteries. These catheters are not designed to be used in the coronary arteries. Directions for use. Inspection and preparation: note: a 0.018¿ (0.457 mm) guidewire must be inserted in the savvy® long catheter across the balloon during any inflation of the balloon. Remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25%/75%) gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, counterclockwise motion. If resistance is felt upon removal then the balloon and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. Apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. Warning: after use this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and with applicable local, state and federal laws and regulations. (B)(4).

Event description:
It was reported that the device broke when removing the balloon sleeve. The device was handled according to the IFU. There were no kinks noted on the device prior to use. There was no damage noted to the box, pouch, hoop or balloon sleeve. There was no difficulty removing the device from the box, pouch or hoop and no difficulty removing the stylet. Reportedly the balloon sleeve was tight and unusual force was required to remove the sleeve. There was no patient involvement.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was received. The investigation is currently in progress.

Event description:
It was reported that the device broke when removing the balloon sleeve. Reportedly the sleeve was tight. There was no patient involvement.